Event description:
Initial report to MFR consultant "pt vns is not working and she is having more seizures." It is suspected that their vns battery is at end of battery life. Surgery will be planned. It is unk if their seizure increase is above their pre vns seizure rate.